Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It is possible that interaction with the 99% stenosed anatomy resulted in compromising the balloon material thus resulting in the reported material rupture; however, this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion with 99% stenosis in the left anterior descending coronary artery. A 1.2 x 6 mm mini trek rx balloon dilatation catheter (bdc) was prepped and the protective sheath was removed without resistance. The bdc was then advanced without any resistance; however, the balloon ruptured during the first inflation at 10 atmospheres. The bdc was removed without resistance and a same size trek rx balloon was used to complete the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.